Manufacturer narrative:
This report is not medically confirmed and consent to contact the patient's treating physician is currently being sought. The manufacturer report ID number for this case is 1020379-2008-00003. Poligrip strips are manufactured in (B) (4). The lot number for this product is available and quality testing is pending.